Manufacturer narrative:
D2b: pro code: (product code): fge, lit. G4: premarket / 510(k): k141521, k141597.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located at the stent graft outflow tract. A 6.0 x 100 mm, 75 cm mustang balloon catheter was advanced to the lesion site for dilatation. During the initial inflation at 16 atmospheres, the balloon was observed to have ruptured. The device was removed without reported difficulty, and the procedure was completed using another balloon catheter of the same type. No adverse patient effects were reported as a result of this event, and the patient was reported to be in stable condition following the procedure.